Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported the customer received a threshold suspend on their insulin pump. The customer also stated they were experiencing differences between their sensor glucose and blood glucose readings. Customer's blood glucose was 352 mg/dl. The customer did not treat for their blood glucose at the time of the call. Customer also inquired why their threshold suspend was triggered when their blood glucose was above the threshold suspend limit. No additional information provided.